Manufacturer narrative:
MFR site eval: sample received: 28 unopened racepacks. Analysis and results: there are previous complaints of this code batch; 2808 units of this code batch were manufactured and distributed, there are no units in stock. Received 28 closed samples, one of them with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: complaint is justified. Correction/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Event description:
Country of complaint: (B)(6). Customer noticed that the problem occurred 3 times during the surgery. Thread detached from needle very easily. Furthermore it was detected that a thread is detached from the needle inside the package (unopened).